Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set detached from the quick separator. The patient's blood glucose level was normal and did not require medical treatment. No further information available.